Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 2014-11-01, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for multiple sclerosis and intractable spasticity. It was reported on (B)(6) that the patient had redness at the pump site ever since implant on (B)(6) 2019, that became worse over the months and now it was breaking through the skin and very infected. It was also noted that the pump was close to the surface and about 2-3 days before the date of the report (B)(6) it was ¿oozing¿ and the next day pus was coming out of it. It was also noted that the patient had an ankle surgery on (B)(6) 2020 and that surgeon expressed concern about the infection going to the patient¿s spine. They were looking for a closer doctor to address the infection situation as the patient only saw their follow-up healthcare professional (hcp) every six months. Additional information was received from an hcp via a manufacturer representative on 2020-jan-31. It was reported that the system was explanted on (B)(6) 2020 due to the infection. The devices would be returned but were currently at the hospital. At the time of this report the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.